Event description:
A 3.0mm diameter x 15mm length ave micro stent was inserted into the target vessel of a pt. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Subsequently, the stent was recrossed with percutaneous transluminal coronary angioplasty balloon and deployed a "few millimeters from the intended site". It is not known if the physician followed the instructions for removal of an undeployed stent. There was no additional clinical sequelae reported relative to the event and there is no product complaint from the doctor.